Manufacturer narrative:
One device was returned for repair in used condition. The reason for return was not related to a past service. Visual evaluation of device found the upstream occlusion (uso) sensor was loose and cracked housing. Accuracy testing found the device to be within manufacturing specifications with no problem found. Repairs included replacing front housing, downstream occlusion (dso) sensor, uso sensor and uso seal. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the upstream sensor to be loose. There was no evidence in the event history log. Three accuracy tests were performed for functional testing. Upon testing, the pump was found to be within manufacturing specifications; however, the second problem of spider cracks was verified. The front housing assembly was replaced. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the measured volumetric test value was shown to be out of tolerance. Per reporter there were spider cracks along the bottom edge near the latch/lock mechanism. There was no patient involvement.